Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30192553l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post ablation phase, pericardial effusion was noticed by intracardiac echo (ice), and cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove approximately 700 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for recovery. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The irrigation was set at 8 ml/min. No error messages were observed on any biosense webster, inc. Equipment.